Event description:
It was reported that the patient is deceased. The physician claims that the patient's implantable cardioverter defibrillator (ICD) was unable to discriminate a ventricular tachycardia (vt) episode. The vt episode was labeled as being treated successfully and terminated by anti-tachycardia pacing, however, the electrocardiogram available at the time indicates the patient was still in vt and the device did not treat the episode. The specific cause of death has not been confirmed. The day prior to the patient's death, there were episodes of ventricular arrhythmia seen and were successfully treated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.